Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 133 mg/dl compared to a lab reading of 78 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product has been requested back for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Event description:
Caller reported blood glucose results of 290 mg/dl on the advantage system, 92 mg/dl on the compact system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.